Event description:
As reported, after the distributor serviced the unit, the audible alarm did not sound although the visual alarm did. After opening the unit, it was found the cable between the single board computer and the audio board was not tightly connected. Please note there was no patient involvement in this case.